Event description:
Patient was revised to address cup position.**update** (B)(4) 2012- litigation papers received. It is alleged that the patient suffers from pain, inflammation, discomfort, and large amounts of toxic cobalt chromium metal ions and particles to be released int the blood, tissue, and bone surrounding the implant. The patient was revised twice on the left side and both revisions are present in this complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update - (B)(4) 2012 - patient's medical records were received from legal. The revision operative report indicates the patient was revised to address recurrent dislocation and instability. It was noted that there was gross retroversion of the acetabular socket. Dor: (B)(6) 2009. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/20/2014- pfs and medical records received. Two complaints contains two revisions. After review of the medical records the patient was revised on (B)(6) 2009 for pain and arthrofibrosis. Only the femoral head was revised. The patient was then revised on (B)(6) 2011 for metallosis, malpositioned cup, and fibrosis causing impingement. A femoral stem is being added for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision.